Event description:
The customer contact reported the device touchscreen needs calibration. The device was returned to the biomedical department with an unsigned note for the pump to be send back for repair. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, it was found the device touchscreen was out of calibration. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.